Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was explanted and replaced due to an infection. The infection was located in the pump pocket on the left-side of the patient¿s abdomen and had been on-going for a year, starting in 2012. At the time of report, the patient¿s new pump was delivering fentanyl, hydromorphone, bupivacaine, and baclofen, but it was unknown if this was consistent with the drug being delivered at the time of event.

Event description:
Additional information was received. It was reported that the onset or diagnosis of the infection took place in (B)(6) 2012. The only reported symptom of the infection was the incisional wound opening. A culture was obtained from the device pocket and (B)(6) was cultured. It was noted that perioperative antibiotics had been administered. To treat the infection, oral antibiotics were used along with monthly injections of vancomycin into the pocket. The infection resolved completely on the antibiotic treatment, but the entire system was explanted for safety. Since the cultures were negative, the new system was implanted during the same sitting. It was stated that the cause of the pocket contamination was likely the insertion of the dacron pouch and pump into the incision. It was reported that the device system was delivering fentanyl citrate, hydromorphone, bupivacaine, and compounded baclofen.